Event description:
Event description cpi received information that during an invasive procedure to reposition a clinical lead that had dislodged, the lead was disconnected from the implantable pulse generator (ipg) but the wrench would not engage in the set screw to reconnect the lead. The ipg was explanted. It was also indicated that a cpi wrench was not being used.